Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The irritation was reported as red. There was no alleged device malfunction. The patient's physician prescribed prednisone. The patient's irritation cleared up.